Event description:
Boston scientific crm received information that this implantable defibrillation lead was attempted for connection with the implantable cardioverter defibrillator (ICD), but the physician was having difficulty inserting the is-1 terminal portion into the device. The physician at first suggested that the sealing rings appeared to be shredded. He attempted lead insertion with sterile saline, which was not successful. The technical services consultant suggested sterile mineral oil, which was minimally applied to the lead, and with this, the lead was successfully inserted. There were no reported adverse patient effects associated with these clinical observations. There were no further product issues.

Manufacturer narrative:
The local area sales representative indicated that the sealing rings of this ICD were not shredded after all. No further issues with either the ICD or lead were reported and both devices remain actively implanted. At this time, no additional information is available. Should any additional information related to this event become available, this event will be updated. Most recently, this lead was returned for analysis purposes to the boston scientific crm post market quality assurance laboratory. In analysis, it was confirmed that the is-1 terminal molding containing the proximal seal rings had lifted from the polyetheretherketone (peek). If new information were to become available, this report will be further evaluated and updated.